Event description:
Rn hung ns using the primary IV set that had been primed. Rn noticed that the IV drip was going faster than what was set. Rn looked at the IV tubing and noticed saline coming out of a port in the tubing. There was a puddle of ns on the floor. The tubing was filled with air next to the patient. Rn immediately stopped the flow rate of the tubing. Primary IV set was changed out, primed and restarted without incident. Manufacturer response for tubing, IV, lifeshield. Manufacturer provided rga# for return evaluation.